Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection: a partial support catheter and storage hoop were returned with the product packaging and label. No kinks were noted to the catheter. No anomalies were noted to the hub. 7.8cm of distal tip was missing and not returned. The remaining catheter measures 57.2cm from strain relief to distal end. Functional/performance evaluation: functional testing of the device was not performed. Medical records review: medical records were not provided for review. Image/photo review: one photo was provided and reviewed. The photo shows a support catheter coiled in the inner sleeve packaging. The distal tip appears to be missing. Based on the photo the investigation is confirmed for break. Conclusion: the device and one photo were returned. The investigation was confirmed for break as the tip was noticed missing from the package and not returned. All seeker catheters are inspected 100% for cosmetic and functional defects. Therefore, it is unlikely the tip break is manufacturing related. It is unknown whether handling techniques by the user as they removed the catheter from the packaging or prepped the device may have contributed to the tip detachment. Based upon the available information a definitive root cause has not been determined. Labeling review: the current IFU (instructions for use) states: warnings: contents supplied sterile using ethylene oxide (eo). Non-pyrogenic. Do not use if sterile barrier is opened or damaged. Single patient use only. Do not reuse, reprocess or resterilize. Precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Do not continue to use the seeker® crossing support catheter if the shaft has been damaged or kinked. (B)(4).

Event description:
It was reported that upon removal of the support catheter from the device packaging, approximately 5cm of the tip of the catheter was allegedly detached. There was no patient contact.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that upon removal of the support catheter from the device packaging, approximately 5cm of the tip of the catheter was allegedly detached. There was no patient contact.